Event description:
A marker band on the distal tip of a microcatheter used with a snare moved proximally about 0.35 inches after the snare was used to hold the distal end of a coil while the coil was being deployed into a "pda." The treating physician noticed that the radiopaque band was displaced when attempting to reposition the deployed coil. Evaluation of the microcatheter revealed severe damage to the distal tip and inner diameter of the tubing of the device, most likely caused by attempting to retract an object into the catheter which displaced the marker band from its original position.